Event description:
It was reported via programming history that high lead impedance readings were obtained when systems diagnostics were performed. Good faith attempts to obtain additional information such as x-rays, interventions taken, patient outcome, etc. Are currently being made.